Manufacturer narrative:
(B)(4). Work order search: no similar complaint type events were reported for units within the same lot. Claim # (B)(4).

Event description:
The reporter indicated that a 13.3mm, tmicl13.2, -6.5/2.5/91, implantable collamer lens was implanted intot the patients right eye (od) on (B)(6) 2021. Excessive vault and angle closure with elevated iop was observed. It was repported that medical or surgical intervention was required. Ac washout, vrt tap and suture wound was reported to be performed on (B)(6) 2021. On (B)(6) 2021 the lens was explanted. A lens of shorter length was later implanted and it was reported that it is unsure yet if the problem resolved. For status of the eye (signs/symptoms): the reporter stated " 2+ cell, formed ac, lens edge visible sup and inf. Angle narrow at nasal & temp. Open but shalow, dilated iris." It was also reported that lenses may need to be replaced with smaller size. Cause of event was unknown. If additional information is received a supplemental medwatch report will be submitted.